Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system with no complications during a procedure on (B)(6) 2009 for her stress urinary incontinence. Following the procedure, the patient experienced pain, as well as erosion and other unspecified injuries (date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.